Event description:
A male with ischemic heart disease and a previous history of hypertension and prostate cancer underwent aaa repair in 2008. The pt's anatomical form was suitable for aaa repair but the aortic bifurcation was slightly narrow. The procedure went as labeled. Confirmatory angiography revealed a proximal type I endoleak, and type iii endoleak (1820334-2008-00584), and stenosis in the contralateral iliac leg graft at the aortic bifurcation. The proximal neck was ballooned, but the endoleak persisted. The type iii endoleak was confirmed to be leakage from the contralateral iliac leg ,and an additional iliac leg graft was deployed inside the contralateral iliac leg graft. After that, the endoleak was sealed. Then another manufacturer's stent was placed inside the contralateral iliac leg graft, and the stenosis was resolved. The physician commented that the type I endoleak may have been a result of calcium. The endoleak remained after ballooning, but it was believed that the endoleak would subside after the heparin wore off. Pt was fine after the procedure.

Manufacturer narrative:
Event eval - still under investigation.